Event description:
During the procedure, the patient suffered a brief asystole. The atypical atrial flutter (afl) could not be terminated following ablation in the right atrium. The patient was then defibrillated and suffered a brief asystole. After stimulation in the coronary sinus, the patient slowly returned to sinus rhythm. Isoprenaline was also administered to stabilize the sinus rhythm, and the patient left the room in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported asystole remains unknown.